Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint." The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per the rev-01 study for patient with ID#(B)(6) reported that the revive thrombectomy device (frs214522c/t10000) device was passed 3 times for right mca m1 occlusion, but post-procedural angiogram showed incomplete blood flow of tici score 0 although the basket expanded. A solitaire was used for 3 passes after rev-01 resulting in tici 2b recanalization. No sae is observed at the moment. A prowler select plus microcatheter (606-s255x/lot unk), an ivr guidewire (ain-cki-200-ba), and gt wire (rf-ga35153) were used to cross and go through the clot. Cone beam CT was conducted, and the basket expansion was confirmed, but the issue of not retrieving the clot could be related that the clot was too long. No other medications were given, and a syringe aspiration was conducted. The occlusion was new. The vessel size was 1.8 mm distally and 2.6mm proximally. Heparin was administered during the procedure; the pre-procedure aptt was 27.8 and pt-inr: 1.77. Two hours post-procedure the aptt: 120.4 and pt-inr: 2.27 and 6 hours post-procedure the aptt: 32.1, pt-inr: 1.18. The device will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not used for a chronic occlusion and the event occurred during removal of the clot. Without the return of the device for analysis and based on the available information no definitive conclusion can be made it appears that procedural factors possibly including device manipulation and device interaction, or not utilizing a 60cc syringe per labeling guidelines may have contributed to the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A prowler select plus microcatheter ((B)(4)), an ivr guidewire ((B)(4)), and gtwire ((B)(4)) were used to cross the clot. The basket is not visible under fluoroscopy, so whether basket expanded or not cannot be confirmed. The vessel size was 1.8 mm distally and 2.6mm proximally. Heparin was administered during the procedure; the pre-procedure aptt was 27.8 and pt-inr: 1.77. Two hours post-procedure the aptt: 120.4 and pt-inr:2.27, and 6 hours post-procedure the aptt:32.1, pt-inr:1.18. No other medications were given. Additional information will be submitted within 30 days of receipt.

Event description:
Per (B)(4) for patient with (B)(6) reported that the revive thrombectomy device (frs214522c/t10000) device was passed 3 times for right mca m1 occlusion, but post-procedural angiogram showed incomplete blood flow of tici score 0. A solitaire was used for 3 passes after rev-01 resulting in tici 2b recanalization. No sae is observed at the moment. The device will not be returned for analysis.